Event description:
It was reported that when using the pyxis medstation es system, experienced drawer had failed to close properly. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was experiencing a malfunction. A field service engineer had effectively tightened and adjusted the matrix drawer chassis and rail to rectify the issue. The system functioned as intended after the field service engineer had verified the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients.